Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip would not load normally. Another like device was used to complete the case. There were no adverse consequences to the pt.